Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was about to go home from his son's house when he took insulin via an insulin pen (novolog) based on the cgm readings which showed high readings (no specific value provided). While the patient was driving, he experienced diabetic amnesia. The patient crashed into a street pole and the car was totaled. The emts and police arrived and they initially thought the patient was drunk driving but it was later found that he went to a diabetic amnesia due to hypoglycemia. He was taken by the emts to the hospital and he was treated for his wounds and glucose. At the hospital his glucose values were measured (cgm - 199mg/dl, bg - 30mg/dl). He was given glucose drip until his sugars were in normal range. He stayed at the hospital for 5 hours before being discharged. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.